Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the valve was visually inspected, no defects were noted. The valve failed tests for reflux and pressure. The valve passed the tests for programming, occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball. The root cause for the ¿valve stopped working¿ issue reported by the customer is due to biological debris and protein buildup found on the ruby ball, the biological debris was stopping the ruby ball from being seated correctly.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve stopped working causing hydrocephalus. The valve was removed and replaced.